Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient&#38112;device became infected and had to be removed. The infection was confirmed about a year and a half prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.